Event description:
It was reported that the patient was scheduled to have her gall bladder removed and was having a substantial amount of vomiting. A upper gi was performed on (B)(6), 2010 and no problem was noticed with the band. The patient had gall bladder swas removed on (B)(6), 2010. However, the patient continued to experienced vomiting. A second upper gi was performed a few days later and it was noticed that the band had slipped. On (B)(4), 2010, the band slippage was corrected using suture. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned. Device remains implanted.